Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based in device analysis completed on 25-oct-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the seriously tortuous and seriously calcified left anterior descending (lad) artery and was 12mm long with reference vessel diameter of 3.00mm. A 12 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was competed with different device. No serious injury or adverse event were reported and the patient' status was stable. However, returned device analysis revealed stent damage. Device evaluated by MFR.: promus premier ous mr 12 x 3.00 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found distal stent damage with stent struts lifted. The undamaged crimped stent od (outer diameter) was measured, this is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.